Event description:
The customer reported that following a diagnostic catheterization procedure in 2001 a vasoseal es was deployed. Following deployment the pt's pulses decreased and their left leg became mottled. Pulses were lost in the left leg and the pt was taken to the operating room for an embolectomy. The surgeon stated that the blockage was caused by the collagen. No histology reports were accessible. No further complications were reported.